Event description:
It was reported that this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) underwent an atrial fibrillation (af) ablation in which the catheter induced them into ventricular tachycardia (vt). This s-ICD provided a shock which did not convert the rhythm. Redetection occurred in the ventricular fibrillation zone, and another shock was provided which successfully converted the rhythm. It was noted that this patients s-ICD was implanted approximately 2 months ago. Technical services (ts) recommended an x ray to determine placement. This s-ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device's delivery of a shock may have contributed to unintentional induction of or acceleration of an arrhythmia. Please refer to the description for more information regarding the specific circumstances of this event. Deleted rhythm acceleration and oversensing device codes, ventricular tachycardia and electric shock patient codes, and updated impact code to no health consequences of impact per cis/med safety review.

Event description:
It was reported that this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) underwent an atrial fibrillation (af) ablation in which the catheter accelerated the rhythm into ventricular tachycardia (vt). This s-ICD provided a shock which did not convert the rhythm. Redetection occurred in the ventricular fibrillation zone, and another shock was provided which successfully converted the rhythm. It was noted that this patients s-ICD was implanted approximately 2 months ago. Technical services (ts) recommended an x ray to determine placement. This s-ICD remains in service. No adverse patient effects were reported.

Event description:
It was reported that this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) underwent an atrial fibrillation (af) ablation in which the catheter accelerated the rhythm into ventricular tachycardia (vt). This s-ICD provided a shock which did not convert the rhythm. Redetection occurred in the ventricular fibrillation zone, and another shock was provided which successfully converted the rhythm. It was noted that this patients s-ICD was implanted approximately 2 months ago. Technical services (ts) recommended an x ray to determine placement. This s-ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.